Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported that after loading the infusion set into the linkassist, the infusion set released unintentionally from the device and hit the wall. No adverse event reported. Device was returned and replaced.